Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to a unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to a unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information indicated that there was no allegation with the lead and lead was not successfully implanted due to patient anatomy.